Event description:
It was reported that this right ventricular (rv) lead exhibit loss of capture (loc) and undersensing due to dislodgement. The patient has been scheduled for a lead revision procedure. No additional adverse patient effects were reported.